Event description:
This report is based on information provided by a philips field service engineer. And has been investigated by the philips complaint handling team. Philips received, a complaint on the heartstart xl+ defibrillator/monitor. Indicating, that the device was displaying a pads error. The device was not in clinical use at the time of the alleged malfunction. No patient or user harm was reported. Available details indicate, that the device had exhibited symptoms of a critical failure. And the customer was advised to remove the device from service. The device was not available for additional investigation. Because the device is out of warranty, cannot be repaired, and was retained by the customer, the cause of the reported problem is unknown. And cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed. And while no harm was alleged in this case, reoccurence of this failure mode during clinical use could cause or contribute to a death or serious injury. Therefore, this complaint is considered a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised, their device was out of warranty, and cannot be repaired. The customer was advised, to remove the device from service. The customer was advised, they can purchase a replacement through philips sales. Their philips distributor. It has been concluded, that no further action is required at this time. If additional information is received, the complaint file will be reopened.